Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had high impedance in the or during battery replacement. Representative reports that when implanting the new generator, the surgeon got a high impedance. The battery getting replaced was fully depleted and diagnostics could not be done. Troubleshooting was performed such as verifying proper lead insertion, checking for fluid and leaks, irrigating and still high impedance was seen. Generator diagnostics were not run as patient was already closed up. Surgeon left the new generator implanted and programmed off. Patient will be back to have lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; b5. Describe event; corrected data; initial MDR inadvertently omitted information relevant to the complaint.

Event description:
It was reported that the patient did not feel the magnet swipe and she thinks the battery is dead on (B)(6) 2022. Patient thought that her stimulator was nonfunctional because she cannot feel that. Only an interrogation was performed at the time and not a system diagnostics test so high impedance was not seen at the time but likely was present.

Event description:
The patient later had a lead revision. Impedance with the new lead was within normal limits. The explanted lead was discarded.